Event description:
It was reported that on (B)(6) 2012 the patient had a proximal and distal right coronary artery (rca) stenting procedure and a non-abbott stent was deployed. On (B)(6) 2012, an unknown stent in the left anterior artery (lad) implanted in 1999 was found to be restenosed. A promus (2.5 x 28 mm) stent was deployed in the lad and a mini vision (2.0 x 15 mm) stent was advanced in the diagonal branch through the old restenosed stent and deployed. On (B)(6) 2012, the patient presented to the emergency room was diagnosed with an acute myocardial infarction and stent thrombosis of the rca, diagonal, and the lad stents. Angioplasty and thrombectomy were done. A dissection occurred in the diagonal artery from the non-abbott balloon. When thrombosis in myocardial infarction (timi) grade 2 flow was obtained in the lad and the diagonal arteries, the thrombosis in the rca was treated with a thrombectomy. The patient was taken to surgery and a coronary artery bypass graft (CABG) on four vessels resolved the event. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Device (B)(4) - stent placed in a restenosed lesion-not de novo. There were no reported product deficiencies. The reported patient effects of myocardial infarction, thrombosis, and surgical procedure (coronary artery bypass graft) are listed in the promus everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The mini vision, is being filed under a separate manufacturing report number. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.